Event description:
Starion issued (B)(4) and inside the box were three additional tls3 instruments. This device had silicone boots missing. (B)(6) at (B)(6) was contacted for additional details regarding this failure. Because silicone boots on jaws were not present on returned device this is being reported as possible fragments released in patient. Expected use was during laparoscopically assisted vaginal hysterectomy (lavh).

Manufacturer narrative:
Boots are missing confirming this complaint. Heater/heat spreader damage present at tip end. Device might have encountered a rigid surface, i.e. Came in contact with the transition of the cannula and cannula body which can damage the boots at the same time. This is most likely what happened to the boots of this device.